Manufacturer narrative:
Additional information: a1, b2, b5, b7, d10. E1, e3 and h6. B5: upon follow up, it was reported the patient also experienced cloudy pd effluent and abdominal pain. On the day of peritonitis diagnosis, the patient was hospitalized due to cloudy pd effluent and was discharged after 16 days. At the time of this report, the patient recovered from cloudy pd effluent and abdominal pain. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized. The patient was treated with vancomycin injection (2g, "5 day") and ceftazidime injection (1g, "day"). Patient outcome and action taken with pd therapy were not reported. No additional information is available.